Event description:
It was reported during implant, the helix of the atrial lead would not deploy. The lead was then exercised outside of the patient body, but with multiple rotations, it still would not deploy. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was received and analyzed. No anomalies were found. It was noted that there was blood in/on the helix mechanism.